Event description:
Additional information was received from the rep clarifying that a lead was explanted prior to lead va2pkjm011 being implanted during the procedure on (B)(6) 2024. There was no concern that the ins was the cause of the high impedances. Replacement of the lead on (B)(6) 2024 and reconnected to ins on (B)(6) 2024 resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# (B)(6) serial# implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead product ID neu_unknown_lead lot# unknown serial# implanted: explanted: (B)(6) 2024 product type lead g9- the manufacturing site ID was previously reported as 2182207. Additional review indicates the correct manufacturing site ID is 3 004209178. H6 codes belong to the leads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that they were connecting a lead to an existing ins without a manufacturer representative (rep) present and no testing was performed during the procedure. During programming of the patient, the impedances were high for 7/8 contacts on the new lead. A procedure was done again the same day with the presence of a rep. Reconnection of the lead in the 0-7 port was done after cleaning and drying of the contacts, but the same issue was seen. They then tested with a wireless external neurostimulator, but had the same result. Speculation of "broken lead?" Was noted. Another procedure, further intervention, will be planned. The issue was not resolved at the time of the report. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a290 (serial: unknown); product type: 0200-lead; implant date (B)(6) 2024; g2: the country of the event is be medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was confirmed that only lead (s/n va2pkjm011) was being returned. Model number provided for the lead that was implanted on 2024-mar-26, s/n unknown. The cause of the high impedance is to be determined: it¿s part of the complaint and requested investigation. A new lead was implanted and the issue resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# (B)(6). Implanted: (B)(6) 2024. Explanted: (B)(6)2024. Product type lead product ID neu_unknown_lead lot# unknown. Explanted: (B)(6) 2024 product type lead product ID 977a290,lead product ID 97791, serial# unknown. Product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a290, lot# va2pkjm011, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead, product ID neu_unknown_lead, lot# unknown, serial# explanted: (B)(6) 2024, product type lead, product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2024, explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received regarding why the lead wasn't connected to the ins during the lead replacement procedure on (B)(6) 2024. It was reported that the lead was reconnected but the lead had high impedances. Disconnection was done in order to remove the lead in one piece (2 different surgeon ¿ physician). Analysis of potential breakage of new lead was requested.

Manufacturer narrative:
Continuation of d10: product ID 977a290, lot# va2pkjm011, implanted: (B)(6) 2024, product type lead product ID neu _unknown_lead lot# unknown, product type lead h6 codes belong to the leads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that the reason for connecting a new lead to the existing ins was high im pedances. The impedance measurements were taken and were high out of range. It was not confirmed that the lead was physically broken. The cause of the high impedances were not determined. A revision surgery was planned for (B)(6) 2024 to replace the lead.

Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead. Product ID neu_unknown_lead, lot# unknown, explanted: (B)(6) 2024, product type lead. Product ID neu_unknown_lead lot# unknown, implanted: (B)(6) 2024, product type lead. H2: correction to section d10: the serial number for the lead, model# 977a290, has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead product ID neu_unknown_lead lot# unknown serial# implanted: explanted: (B)(6) 2024 product type lead product ID 977a290 lot# unknown serial# implanted: (B)(6) 2024 explanted: product type lead product ID 97791 lot# serial# unknown implanted: explanted: product type accessory h3. Analysis of lead 977a290 (va2pkjm011) found no-significant anomalies. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Conductors and body insulation was cut through; 24.0cm from the distal end. As well, cosmetic environmental stress cracking (esc) was found on the outer insulation, 16.0cm from the distal end. Based on our analysis, we remain inconclusive as to what could have been the root cause of the reported high impedances. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a law firm via a manufacturer representative. It was reported that there was a possible product liability regarding the neurostimulator for the patient. According to the claim, there was a broken electrode. This conflicts with the analysis of the returned devices however, as analysis confirmed that there were no broken electrodes on the returned leads.